Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed motion sensor test failure. Customer's blood glucose reading was 352 mg/dl. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current and passed self test, off no power test and the displacement test. Unable to verify a35 alarms due to motor error however, the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.